Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmissions revealed that the implantable cardiac monitor exhibited intermittent undersensing resulting in false pause and false bradycardia episodes. No device intervention was performed as the patient will continue to be monitored. The patient was stable.